Manufacturer narrative:
The internal hex of the setscrew is worn, which is consistent with the male hex of the driver have worn edges at the tip. This kind of damage of the driving hex male and female are consistent with over-torque of the drives. The location of the damages suggests that the driver may not be fully inserted into the drive of the setscrew. In such configuration higher stresses are applied on the driving hexagons which can result into the observed wear.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the surgeon was attempting to remove a crosslink that he had previously implanted several months prior. The surgeon removed one of the set screws successfully but upon trying the second set screw the driver lost its grip and he was unable to remove as the driver just kept rotating and having no effect. As a result he had to remove the rod and replace due to the fact the crosslink would not come off. The surgery time was increased approximately 20 minutes. The surgeon was going to remove the rods anyway and was replacing pedicle screws for shorter ones.